Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site on (B)(6) 2025. On (B)(6) 2025 at 12:30am, the cgm was 9.9 mmol/l. When the patient did a fingerstick, it showed a bg reading of 6.5 mmol/l. The patient calibrated however the readings were still inaccurate. The patient reported no symptoms at that time. The was sleeping and the mobile app gave a low alert reading. The husband tried to wake the patient up but she was unconscious and experienced seizures. No fingerstick was when the patient was unconscious. While the patient was unconscious, the husband tried to treat her with sugar. The father-in-law drove the patient to the hospital and arrived there at about 1:00 am. At the hospital that the patient regained consciousness and became aware of her surroundings. At the hospital, the cgm was showing an unspecified low reading. A fingerstick was taken at the hospital but she was not sure what the bg reading was. The patient was treated with d50 IV and snacks. The patient stayed at the hospital for about 6 hours and went home on the same day. At the time of the report, the patient was feeling fine. The patient changed her sensor on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was unconscious. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.